Event description:
Customer received back-to-back blood glucose readings of 179mg/dl and 52mg/dl. Customer had a diabetic seizure, and paramedics were called. Paramedics administered a tube of sugar and customer was transported to the hosp. Hospital administered an IV and a shot of something. Customer's blood glucose reading after treatment = 117mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.